Manufacturer narrative:
A ge service representative performed an on site investigation. The stated failure could not be duplicated. However, as a proactive measure, reset all cable connections related to the temperature sensor lines. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system was getting intermittent temperature errors on monitor. There was no report of patient injury.